Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins s/n: (B)(4) found the programming/ serial number was altered. (B)(4).

Event description:
Additional information from the manufacturers' representative reported that he could not provide additional information on the device returned. The device was removed on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v022884, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) had somehow shifted and was pressing against the skin in the buttocks. It was painful and uncomfortable at the ins site in the buttocks. This occurred in (B)(6) 2015. The patient went to the doctor (B)(6), but did not have time until the day of the report to do something about the issue. The patient had a revision. It was noted that the patient gave her patient programmer (pp) to a manufacturing representative (rep) and she did not get one back. She was wondering if she would be getting it back or be getting a new one. The rep later reported that the rep had given the patient a new one and the patient must not have remembered. She had some memory loss issues. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim.